Event description:
On further clinical expert review it has been concluded that these reaction symptoms were most likely as a result of the patient's pre-existing conditions - renal and respiratory issues.

Manufacturer narrative:
Evaluation results: (root cause is undetermined). No results available since no evaluation performed - (device or procedural images were not returned for review). Inherent risk of procedure - (reaction). Evaluation conclusions: (root cause is undetermined). Unable to confirm complaint - (device or procedural images were not returned for review). Inherent risk of procedure - (reaction). (B)(4).

Event description:
It is reported that the patient received 3 resolute integrity drug eluting stents. The patient has been experiencing numb fingers, tingling tongue and lips, muscle weakness and tiredness which began one week after implantation.